Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation of the product is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the screw kept turning and appearead to be stripped. It was unknown if there was impact or consequence to the patient.

Manufacturer narrative:
The device was returned and upon evaluation it was determined the implant was not a glidewell product and was returned to the distributor. Further more this complaint is deemed invalid and no further action is required.